Event description:
It was reported that during a case using the cranial guidance software, when the user went to restore registration, all the deviations were very low but and all of the rescue points had shifted nearly a foot away from the actual anatomy. When the pointer was placed on the anatomy it showed that it was off by about a foot. The procedure was completed successfully with no adverse consequences and a surgical delay of 30 minutes.